Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a possible temporal relationship between peritoneal dialysis (pd) therapy utilizing the liberty select cycler with cycler set and the patient event of peritonitis; however, it is unknown if the patient was utilizing fresenius product during the hospitalization or if the peritonitis originated during treatment as there are other potential sources of peritonitis. There is no documentation to show a causal relationship between the peritonitis event and use of the liberty select cycler or cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. There is no information related to the cause of the peritonitis or any culture results available. All dialysis treatments include risk of infection due to the decreased immune defenses of the patient and the dialysis techniques increasing the potential for microbial contamination. Based on the limited information and no allegation of a malfunction, deficiency, or defect the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that this male peritoneal dialysis (pd) patient was hospitalized on (B)(6) 2021 for a clotted pd catheter (not a fresenius product). During the hospitalization, the patient was diagnosed with peritonitis. The pdrn stated it was hospital acquired. The patient was discharged on (B)(6) 2021 and continues to complete pd therapy. Additional follow-up was conducted with the pdrn. The pdrn confirmed the patient was admitted to the hospital for a clotted pd catheter. While hospitalized getting the catheter issue resolved, the pdrn stated they gave the patient peritonitis. No further information is currently available as the pd clinic has not received the patient¿s hospital records.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that this male peritoneal dialysis (pd) patient was hospitalized on (B)(6) 2021 for a clotted pd catheter (not a fresenius product). During the hospitalization, the patient was diagnosed with peritonitis. The pdrn stated it was hospital acquired. The patient was discharged on 16/dec/2021 and continues to complete pd therapy. Additional follow-up was conducted with the pdrn. The pdrn confirmed the patient was admitted to the hospital for a clotted pd catheter. While hospitalized getting the catheter issue resolved, the pdrn stated they gave the patient peritonitis. No further information is currently available as the pd clinic has not received the patient¿s hospital records.